Event description:
It was reported that patient was in the hospital with symptoms of hypoxia less than 40 percent and altered mental status. Per the healthcare provider (hcp) the symptoms started since the last refill; patient had gone without medication for 7 days and had the pump filled 3 days ago. The pump was refilled with the old dose of medication. Per the hcp, patient was getting too high of dose; hcp wanted to turn down the pump. Drug delivered via the device was hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that patient did not go in for a refill. The patient was ¿maybe in withdrawal¿ as a result of being without medication for 7 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: 884, serial# unknown; catheter model: 8703w, lot# l52364 implanted: (B)(6) 1998, explanted: unk. (B)(4).